Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the subject device could not be stored. The procedure was completed after replacing product with an olympus back-up device. The amount and times of stones quarried during the procedure were unknown. There were no report of patient harm.

Manufacturer narrative:
This supplemental is being submitted for the following correction: corrected field: d4 lot #.

Event description:
No additional information provided by customer.